Event description:
The lay user/pt contacted lfs in 2009, alleging inaccurate high readings on their one touch ultra2 meter. A medical surveillance specialist (mss) contacted the pt on 06/05/2009; however, the pt refused to troubleshoot with mss and did not want mss to contact her back. The following info is based on the initial call the pt placed on original date. The same day, around 10:52 am, the pt obtained a 110 mg/dl and did not exhibit any symptoms. It is unk whether she had taken her insulin after obtaining the 110 mg/dl. It is also unk whether the pt is on a sliding scale or what type of insulin she is on. Approx 30-45 mins later, the pt reportedly exhibited symptoms which consisted of feeling dizzy, sweaty, and felt sick. Due to the symptoms, the pt self-treated with more food and drink and did not seek any further medical attention. The pt was not tested on another device. It is unk how long the pt's symptoms lasted. The technique of applying blood on the tests strip was correct. Products were replaced. The complaint is being reported since the pt alleged that they obtained an elevated result on the lfs meter and 30-45 minutes later exhibited symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.